Event description:
The customer reports, during an endoscopic retrograde cholangiopancreatography (ercp) for stone removal using an evis exera iii duodenovideoscope and a single use distal cover, upon withdrawal of the scope, the single use distal cover became exposed. The exposed distal cover caused a mucosal abrasion in the gastric fundus that appeared superficial with some oozing of blood. There was no perforation or deep tear identified. The area was treated with 5 endoclips. There were no procedural or anatomical complications that could have caused or contributed to the patient injury. There were no additional consequences to the patient. The patient¿s current condition is reported as excellent, recovered without incident. The physician routinely performs intermittent suction upon withdrawal of the scope from the stomach for the purpose of degassing and removal of liquid/secretions. The distal cover used in the procedure is not available for evaluation as it was discarded by the facility. No images can be provided. The customer states there was no abnormality in the appearance of the scope post-procedure. The distal cover looked like the top plastic connector had snapped sometime during the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.